Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the during the lead placement, the patient had a spinal fluid leak, which resulting in a mild headache. It was reported that the patient was admitted. It was reported that when the stimulation was turned on, the patient¿s back pain was covered but the stimulation was also creating sudden pain in the patient¿s left leg. It was reported that the physician wants to cut the lead, remove the part that is in the spine, and leave the other end in the generator for future use. No further complications are anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2018. The rep believes the cause of the spinal fluid leak was the needle insertion went past the epidural space. The leads were explanted on (B)(6) 2018. The rep spoke with the patient on (B)(6) 2018 and the headaches are lessening and the pain in their foot is subsiding. The spinal fluid leak and stimulation causing leg pain have mostly been resolved. The patient¿s weight at the time of the event remains unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2018. It was reported the patient had their leads pulled after their scs system was placed on (B)(6) 2018. The ins was not removed. They want to place new leads to connect to ins, but caller was unsure whether leads were cut when they were removed, or if they were actually disconnected from the ins and the ins ports were left open since then. It was reviewed if the leads were cut when being removed that the header block should be ok. If they disconnected leads and didn't plug the header block, then they should be prepared to replace the ins if there's moisture in the header block that may be difficult to address. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative indicating that the cause of the needle going past the epidural space was undetermined. It was reported that no date had been scheduled to have new leads connected to the ins, and the leads were removed during a post-operative follow up on a weekend. No further complications were reported.

Manufacturer narrative:
Additional review indicated that device code (B)(6) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.